Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. Additionally, customers blood glucose (bg) level displayed "high". The customer administered a correction injection to address bg, removed the o-ring from the pump and successfully loaded a new cartridge to resolve this issue.